Event description:
It was reported that approximately 1 month post xience prime stent implantation in the circumflex, plavix was discontinued because of a planned unrelated surgical procedure. On (B)(6) 2012, the patient was hospitalized for the urelated planned surgery. While hospitalized, the patient experienced angina. On (B)(6) 2012, during a diagnostic angiography, stent thrombosis was found in the proximal left anterior descending artery. The thrombus was suctioned and angioplasty was performed. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina and thrombosis, as listed in the xience prime instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.